Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was successfully implanted using a large flexnav delivery system. The patient's active clotting time was 250 seconds or more and heparin was administered intraoperatively. On (B)(6) 2023, during a postoperative follow-up ultrasound, a thrombus was observed stuck to the valve cusp. It is unknown if treatment was required. The patient was reported as stable.

Manufacturer narrative:
An event of thrombus fluttering near the navitor valve cusps was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Abbot requested information on the patient's inr status at the time of the event, which was unknown. It is unknown whether the patient had any hematologic disorders or systemic illnesses that could contribute to any hypercoagulation disorders. However, the patient's activated clotting time (act) levels was act 250 seconds or more, with intraoperative heparin administration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the reported event could not be confirmed, the presence of thrombus could lead to a variety of issues with valve functionality. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 device code 2199 removed.

Manufacturer narrative:
An event of thrombus fluttering near the navitor valve cusps was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are a number of patient-specific and anatomical factors that could lead to thrombus formation. The patient may not have been prescribed anticoagulants or taken anticoagulants as prescribed. The patient also could have a blood disorder that contributed to thrombus formation or take other medication that puts them at higher risk for thrombus formation. Thrombus formation on the leaflet is seen across tavr platforms at low occurrence rates. A number of publications attribute low washout velocities behind the leaflet as likely to contribute to thrombus formation. Without imaging of the leaflets functioning from the case, it cannot be determined if there was full leaflet opening and closing or if there was anything abnormal. Without specific imaging of the sinuses, it cannot be ascertained how the sinuses/neosinuses were washing out. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was successfully implanted using a large flexnav delivery system. The patient's active clotting time was 250 seconds or more and heparin was administered intraoperatively. On (B)(6) 2023, during a postoperative follow-up ultrasound, a thrombus was observed stuck to the valve cusp. It is unknown if treatment was required. The patient was reported as stable.

Manufacturer narrative:
An event of thrombus fluttering near the navitor valve cusps was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Abbot requested information on the patient's inr status at the time of the event, which was unknown. It is unknown whether the patient had any hematologic disorders or systemic illnesses that could contribute to any hypercoagulation disorders. However, the patient's activated clotting time (act) levels was act 250 seconds or more, with intraoperative heparin administration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6: device code 2199 removed.